Event description:
Pin split on insertion into the tarsal bone during bunion surgery.

Manufacturer narrative:
This is first complaint referring to the smartpin lot s0002628. Mechanical lot release test results were in normal acceptable level and there were no deviations in the in-process dimensional measurements. The implant will be investigated as soon as we will receive it. We will follow up this report accordingly after investigation.